Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge to address the issue and continued using the pump with the existing cartridge for insulin therapy. There was no adverse impact to the customer's blood glucose level.